Manufacturer narrative:
The device was received for investigation and visual inspection revealed scratches and burn marks on the can. The programmer printouts were obtained and stored egms showed noise on the a sense amp channel. The device was bench tested and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
The device is part of the fsca premature battery depletion with implantable cardioverter defibrillator (B)(6) 2016.

Event description:
During follow up, intermittent noise was noted on both channels during interrogation. The physician decided to replace the device. The patient was in stable condition.